Manufacturer narrative:
This report is to follow up with medwatch# (B)(4) no product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Left laparoscopic living donor nephrectomy: "the applied medical inzii retrieval system endocatch bag, 12mm, ref: (B)(4), exp: 9/14/2018, lot:1254325, was opened on the field. It was to be used to extract the kidney out from the patient. The surgeon inserted the device on a single site incision port and tried to deploy or open the endocatch bag inside the patient to place the kidney, but the bag of the device failed to open. The surgeon then removed the endocatch bag with the port, and extracted the kidney without any device." Patient status - unknown.

Manufacturer narrative:
The event product was not returned to applied medical for evaluation. Engineering requested additional information regarding the event, but no additional information was provided. In the absence of the subject device and limited information, it is difficult to determine the exact root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. During the manufacturing process, all retrieval bags are 100% visually inspected for damage. The root causes of the event could be due to lack of space in the patient's cavity or supports not fully opening the tissue bag. Although the exact root cause of the event could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is to follow up with medwatch# (B)(4). In accordance with 21 cfr 803.56, if additional information is obtained, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.